Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt underwent a revision to have a lead added to her system. Post operation, the sales representative experienced difficulty communicating with the ipg. The representative tried a new ipg but still was unable to communicate with the device. The representative was then informed that the emi in the operating room may affect communication with the ipg. After the procedure, the pt was moved to the recovery room and the representative was able to successfully communicate with the new ipg.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications; no anomalies were noted. The ipg was visually inspected and appeared to be in good condition. The ipg was functionally tested and passed the auto test and communication testing. Conclusion: the reported complaint could not be confirmed. The ipg as received passed communication testing and the autotest. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.